Manufacturer narrative:
Corrected data: d1, d2, d4 additional data: b5, d1 note: the issue was with the implant driver. The driver was provided as part of the doctor's complete surgical kit (sku # (B)(4). The lot # of the complete surgical kit is 6266524. Partial device from the kit was received. Based on the information provided by the customer, the results are as follows: DHR results no DHR as no serial number for product was provided. Stock product reviewed results no stock product as no serial number for product was provided. Investigation methods/results driver was not returned. Only implant therefore, non-visual was completed regarding issue. Root cause description the root cause was inconclusive and cannot be explicitly determined. The probable cause for the fracture could be contributed by user/patient factors. IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the contraindications section: "glidewell ht implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space" IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the surgical procedures under the precaution section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the adverse effects section: "the abutment screw has fractured due to application of excessive torque." IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the warnings section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the glidewell ht implant driver failed. The issue was with the implant driver. The implant was removed because the driver broke inside the implant. There was no issue with the implant. The driver came with the implant kit that was purchased from glidewell. They don't have the lot or serial number.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii, and their oral hygiene is good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2025 for a primary procedure on tooth #8. During the placement, the implant driver fractured inside the implant. The implant needed to be removed and was replaced. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.

Manufacturer narrative:
The device was not yet returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is:(B)(4).